Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. This is an analysis for two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first picture shows a label of the ethicon endo surgery, llc product. The second photo shows a tissue intervened by an anvil and appears to be the staples properly formed. Based on the two photos review, the event describe could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during total laparoscopic total gastrectomy surgery, when severing pancreaticoduodenal tissue on the first firing, after fired, noted all the staples malformed . Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.